Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported that screws broke during insertion. The doctor had problems with insertion of cortex 2.7 and locking 2.7 screws, in one case a cortex screw and a locking screw broke off during insertion. The broken screw shaft was left in the bone. This is report 2 of 2 for complaint (B)(4). This report is on the cortex screw.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)